Event description:
A us distributor contacted zoll to report that a patient developed a blister under the lifevest equipment. Patient described the area as blistered under the left breast area. There was no alleged device malfunction contributing to the blister. The patient¿s physician advised taking breaks from wearing the lifevest to provide relief to the area. Follow up indicated that the blister improved.